Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty connector on interface board. The insulin pump passed the operating currents measurement, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart and signal too low alarm. The customer's blood glucose value was unknown. The customer stated that the alarm happened every time he changed his battery. The customer was assisted with self-test and it passed. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The product was returned for analysis.